Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:  review of lot 17482470 revealed no anomalies during the manufacturing and inspection processes. (B)(4). The product is not available for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (5 mm 15 cm 90), it was reported that the balloon ruptured.  The balloon catheter was removed from the patient intact. There was no report of patient injury. It was unknown how the procedure completed but it was finished successfully.  The product will not be returned for analysis.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device was prepped normally, maintaining negative pressure.  No additional information is available.

Manufacturer narrative:
Please note that the following sections were updated on this report: date received by MFR, if follow-up, what type?, device evaluated by MFR? And usage of device.  Complaint conclusion: during the use of a saber balloon catheter (5 mm 15 cm 90), it was reported that the balloon ruptured. The balloon catheter was removed from the patient intact. There was no report of patient injury. It was unknown how the procedure completed but it was finished successfully. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17482470 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.